Event description:
It was reported that pt underwent knee procedure in 2003. Subsequently, during revision procedure, it was identified that the femoral component was not cemented as recommended and the component was not integrated with the bone.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. This report filed june 18, 2008.